Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable pump would not run. The alarm had been silenced, but a double beep persisted. Settings were reviewed: a continuous infusion rate of 2.1 ml per hour had been programmed, with a total reservoir volume of 32.7 ml and a given volume of 63.3 ml. They verified against the medication label that reads fluorouracil tv 96 ml at 2.1 ml per hour. The patient had difficulty locating and closing a clamp. The batteries were removed and reinserted with a 10 second pause in between. The bottom of the pump tapped gently on a hard surface. The pump restarted, but no disposable alarm persisted. The alarm had been silenced. There was no troubleshooting was attempted since the tubing could not be clamped. The pump was powered off. The pump had been turned off due to an unresolved alarm. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.